Manufacturer narrative:
(B)(4) per DHR the product auto endo5 ml lot # 73e1900683 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/04/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. The first two clips were manually removed and the trigger cycle was completed. There was no clip in the next position. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. The indicator clip was in the next position of the channel. The indicator clip was fired. The sample was disassembled to inspect the internal components. No further damages were observed. The bent rotation tab is an indication that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining including the partially loaded clip, indicating that 13 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One sample was returned with its rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The bent rotation tab is an indication that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining including the partially loaded clip, indicating that 13 clips were fired by the end user. A CAPA has been opened to further investigate the clip stacking issue.

Event description:
It was reported that when the user tried to squeeze the handle to ligate a clip, it got broken. A clip got stuck in the jaws of the applier so that the user was unable to ligate, which occurred to 2 samples. Therefore, the device was replaced with a new one. No clip fell/remained in patient. The sales representative received the above complaints and 3 samples in total from the user. (Lot#: 73e0900863 (as reported) - 2, 73f1900180 - 1). It is unknown which issue occurred to which sample among the three at present.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number provided is not a valid number. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user tried to squeeze the handle to ligate a clip, it got broken. A clip got stuck in the jaws of the applier so that the user was unable to ligate, which occurred to 2 samples. Therefore, the device was replaced with a new one. No clip fell/remained in patient. The sales representative received the above complaints and 3 samples in total from the user. (Lot#: 73e0900863 (as reported) - 2, 73f1900180 - 1). It is unknown which issue occurred to which sample among the three at present.